Event description:
The event involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock. The customer reported that at bedside, the nurse found blood in tubing; new line change was done, and 3 port manifold was used. They traced lines and found that the manifold was leaking. The patient off milrinone and heparin for about 1 hour. There was patient involvement and no reported patient harm.

Manufacturer narrative:
D1 - brand name: 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock.

Manufacturer narrative:
Received one (1) used. List #am6154, 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock; lot #unknown. A small tear was observed on the tubing at the connection of the manifold. The reported complaint of a leak could be confirmed. A tear was observed on the tubing near the connection of the manifold. The probable cause of the tear is from an unintentional pulling force during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.